Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed, and at least one test was outside the pump's delivery accuracy manufacturing specifications. A root cause for the inaccurate delivery could not be determined.

Event description:
It was reported that a cadd-prizm® vip pump failed the flow test by +6.9% and +9.8%. No injury was reported.